Event description:
Olympus was informed that during the laparoscopic distal gastrectomy, the physician had felt that the cutting speed of the tb-0535fc had been slow, he had changed the tb-0535fc to the other. When the physician had grasped the splenic artery with the tb-0535fc, he had activated the output by mistake. The patient had become hemorrhage, the physician had changed to the open surgery with same tb-0535fc and completed the procedure. The physician stated that the cause of this phenomenon was mistaken activation but not the device.

Manufacturer narrative:
The referenced device was no returned to olympus medical systems corp. (Omsc) for evaluation, therefore, omsc could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined however, the procedure had been completed with the same tb00535fc after the changing to the open surgery, it was considered that the device had not any irregularity and/or abnormality. Furthermore, from the physician's comment, the possible cause of this phenomenon is the inadequate handling by the physician. The manufacturing history was reviewed, with no irregularities noted. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.